Manufacturer narrative:
H3, h6: it was reported that, during head impaction in a total hip replacement surgery, one polarstem modular head for 21000662 cracked into pieces. One piece fell off, but it was accounted for using tweezers. The procedure was resumed, after a non-significant delay, using a s+n backup device. No injury was reported as result of this issue. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that there are two chipped edges at the distal end of the device. The two fragments were not returned. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional similar complaints reported for the same batch, and 51 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Event description:
It was reported that, during head impaction in a thr surgery, one (1) polarstem modular head for 21000662 cracked into pieces. One piece fell off, but it was accounted for using tweezers. The procedure was resumed, after a non-significant delay, using a s+n backup device. No injury was reported as result of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).